Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray received and reviewed by third party hcp. Asymmetric positioning of the femoral head within the acetabular cups suggesting polyethylene wear bilaterally. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001822565-2019-01821.

Event description:
It was reported that a patient underwent initial right hip arthroplasty on an unknown date. Subsequently, the patient was is indicated for revision for an unknown reason, but currently no surgery is scheduled. However, radiographs were reviewed and found polyethylene wear. No further event information available at the time of this report.